Event description:
The customer reported that the quick bolus/wake button on the pump was difficult to press, often requiring multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended.